Event description:
It was reported to philips that the video capture card was unable to initialize, which can impact the full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. As per the gfe response received from remote service engineer (rse) the reported issue was incorrectly logged in the wrong installed base. The reported issue was incorrectly recorded on the current installed base azurion7 m12, however, the accurate installed base syncvision. Hence, current case can be considered as non-compliant as there was no incident experienced on this current ib. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. A scenario where the azurion system has not malfunctioned and the reported issue was not related igt system, it is incorrectly logged in wrong installed base product is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.